Manufacturer narrative:
(B)(4). Batch # t5ap1n. Investigation summary: the analysis results found that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, while not effecting performance, it is noted that the shroud weld seams below the rotation knob has weld separation. No conclusion could be reached on what caused the weld seam separated noted during the visual inspection. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a myomectomy procedure, the sigmoid colon was punctured and needed to be repaired an anastomosis was created with powered circular stapler. ¿surgeon had used this device before properly followed IFU instructions for removal,¿ however his complaint is that the device was not able to be removed after turning adjusting knob two full 360 degrees and was stuck. The surgeon was not able to rotate handle 90 degrees and pull it out. The surgeon struggled to get device out. He opened device all the way and used his hand to bring device out. The anastomoses passed the leak tests and the donuts were complete. The procedure was delayed by ten minutes. There were no adverse consequences for the patient.